Event description:
It was reported that, while in use on a patient, a 840 ventilator generated an inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. Information regarding the intervention taken on the behalf of the patient and patient outcome has not been provided.

Manufacturer narrative:
Product analysis: an 840 ventilator was returned to covidien/ medtronic¿s product analysis. A visual inspection of the ventilator was performed, no notable conditions were found. The ventilator was tested for functionality and the diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.